Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to properly save and recall patient image data. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of the images are no longer saved, when patient are called up the examinations from the last 2 examinations are always displayed. The fse determined the cause of the problem to be a faulty hard drive. Repair on this system was delayed due to bad hard drives sent to fse but eventually a good drive was delivered, software reloaded, and system functionality verified. The partitioned serial ata hard-drive contains the system software. The drive is also used for image storage. Any fault to the drive could cause software corruption or bad sector mapping that could cause image save not to operate correctly. Based on the age of the system (last year manufactured, 2006) this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used and therefore not a malfunction.